Event description:
Snare inserted into colonoscope and into the colon to remove a polyp. Snare opened and adjusted around polyp. Snare closed around polyp. Dr applied cautery. The snare loop came apart and hit wall of the colon. Snare was closed and removed from scope and colon. New snare inserted and polyp was removed. The pt was discharged. The next day, the pt was taken to the or to repair a pinpoint sealed perforation. Colectomy was performed. Patient discharged to home.